Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of bag spike broke could not be verified due to the product not being returned for failure investigation. Device history record review for model 11426964 lot number 23095809 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Additional information: 1.please provide the date of event. 3/5. 2. Please describe the event elaborately. Nurse went to puncture an IV bag of ns and the bag spike broke in nurse hand while trying to push through the bag spike. All material discarded. 3. Any physical sample available for investigation? You have IV line and bag with ref number 4. Did the event directly, or indirectly involve a patient or user? Yes it was in front of a pt and by rn. 5. Please confirm the number of occurrences: 1.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module low sorbing infusion set was damaged the following information was received by the initial reporter with the following: lot # for tubing is (10) 23095809 expiration date of 2026-09-15. On the bd alaris pump infusion set low sorbing tubing ref (B)(4). Tubing defective from oncology floor.